Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 275cm x sml crv; returned reloaded into the partial (less the j-straightener and anti-migration attachments) dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented stretched coil wraps throughout the small diameter curve, 2.35 to 3.80cm and 279.3 to 283.20cm from the distal aspect of the formed distal curve with dried blood-like material on and between the coil wraps. The specimen also presented bend damage 266.3 to 268.6cm from the distal aspect of the formed distal curve. The proximal end of the specimen presented a fracture to the coil and core wires with indications of mechanical shear/cut, with tensile loading to the coil wires post fracture. Non-destructive analysis revealed a mechanical shear/cut fracture to the core wire 276.00cm from the distal aspect of the formed curve. The proximal joint and all material proximal of the fracture is missing and unaccounted for. As indicated in the device instructions for use (dfu) warnings: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors impacted on the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: failure modes related to this device include: damaged/defective patient complications: no patient complications. The procedure was completed successfully. Additional information received november 8, 2021 reported that the fracture occurred in the front wire compartment and the cause is unclear.

Manufacturer narrative:
This medwatch report is being filed based on the review of an image provided on october 26, 2021. The device was not received at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use (dfu) warnings: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. The supplied image presented indications of tensile overload of the coil wire an indeterminate distance from the distal tip, as manifested by the stretched coil damage. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors impacted on the event as reported. The patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.